Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the pacemaker exhibited an output rate issue due to the patient experiencing bigeminy. No changes or intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.